Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that this left ventricular lead, which had been implanted on (B)(6), 2005, dislodged immediately after implant and has been inactive since 2005. This lead was surgically abandoned during a procedure to replace a resynchronization cardioverter defibrillator with an implantable cardioverter defibrillator. No adverse effects were reported.